Manufacturer narrative:
**This is a resubmission of initial MDR per request from vijai jaladhi, FDA medwatch program. Initial MDR originally submitted on 02/14/2018. MFR report # has been corrected.

Event description:
Customer complaint alleges the user states "the valve in the pilot balloon appeared to be stuck, precluding inflation or deflation of the cuff." Photos were submitted for review. Alleged malfunction reported as occurred during use. It was reported that the device was replaced. It was reported there was no patient injury.